Event description:
It was reported via medwatch mw5174024 that a catheter issue occurred. The opticross imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, upon removal of the ivus catheter, both interventional wires were sheared off. In addition, the tip of a non-boston scientific guidewire snapped off and became lodged in the ivus catheter. No patient complications were reported.

Manufacturer narrative:
G4: PMA/510(k) # k123621, k213593.